Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral battery at the resmed design house located in (B)(4). The reported complaint of a defective battery was confirmed. The investigation determined that the battery fault was due to an isolated component failure between the main circuit board (pcb) and attached flexes. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: at the time this complaint was reported to the manufacturer it was assessed as being a non-reportable event and was considered to be a data issue. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed that an astral device had a defective internal battery. There was no patient injury reported as a result of this incident.